Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was no calcium with thrombus in the aortic neck; the aortic neck had an angle of 60-degrees. It was reported approximately 46 months post stent graft implantation, the patient was seen for a routine follow-up appointment. The CT demonstrated the stent graft had migrated distally with the proximal type I endoleak. The physician implanted another manufacturer's cuff and the endoleak resolved. No additional clinical sequelae have been reported and the patient is fine.